Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012, as part of the post approval 2 (pas2) clinical study. On (B)(6) 2012, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe. The procedure was completed successfully with no issues noted. On (B)(6) 2012, approximately two days following the procedure, the patient presented with an upper respiratory tract infection, including symptoms of a slight wheeze, sinus congestion, and "feeling feverish" with no reported temperature. The patient was treated with two rounds of zithromax (500 mg qd) from (B)(6) 2012. On (B)(6) 2012, the event was reported as resolved. No hospitalization or emergency room visits occurred as a result of this event. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 4.44, fev1 % predicted: 106.73, fvc: 5.13, fvc % predicted: 96.61. Post-bronchodilator: fev1: 4.43, fev1 % predicted: 106.49, fvc: 4.99, fvc % predicted: 93.97.

Manufacturer narrative:
(B)(4). (B)(6). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.